Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: during investigation, the cartridge was found to have low force. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cartridge force issue. This report is made based on results of investigation completed on 12/30/2013. There was no adverse event associated with this complaint.